Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe control panel processor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system would not x-ray prior to a case. The 9900 system was removed and the procedure was completed with another system. No patient injury was reported.